Event description:
The facility's biomed reported pump severly overinfused a patient during clinical use. The pump programming and set-up information is not known but dobutrex was the medication infusing at the time of the incident. No patient injury resulted and the biomed noted he does not believe any medical intervention was needed. Despite baxter's efforts to obtain additional information regarding the date the report occurred, pump programming and set-up information, specific patient details, and the tubing product code and lot number being used, no further information was available. Alternate contact information was requested but no alternate contact was identified.